Manufacturer narrative:
(B)(4).to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the ablation procedure, the patient complained of heat at the grounding pad site. An additional pad was applied to the patient. When the procedure was completed and the pads were removed, it was noted there was a burn with blisters at the pad site. The burn was described as ii degree, 15 cm x 3 cm in size. Ice and ointment were applied to the site. It was reported that the patient recovered and is doing fine.